Manufacturer narrative:
Other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for failed back syndrome ¿ other and non-malignant pain. It was reported that the implantable neurostimulator (ins) never worked and so the system was removed. There were no known contributing factors reported. The issue was resolved at the end of the report, the patient was alive with no injury, and there were no further complications reported or anticipated.